Event description:
The pt reported that her primary left tha was (B)(6) 2010. She will need to have this replaced due to cobalt levels being high and pain. The revision surgery will be in approximately 2 months.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.